Event description:
It was reported that prior to surgery, the motor device was making a hissing sound and there was no air flowing through the hose. There was no patient involvement reported. A spare device was available for use. There were no patient or user injuries reported. There was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.